Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a pericardial effusion. It was reported that versacross connect laac access solution selected for a left atrial appendage (laa) closure procedure. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Ten (10) minutes post procedure a pericardial effusion was noted with a follow up echocardiogram showing an increase in volume. The physician performed a pericardiocentesis draining fluid using pigtail wire from the patient (versacross wire which was advanced and pulled back three times). The patient received a blood transfusion and remained stable following this treatment. Another follows up echocardiogram later showed that the pericardial effusion had resolved. The patient remained under observation in the hospital for two days before they were discharged home on (B)(6) 2025 fully recovered from this event. There were no other complications that were reported to have occurred. The device is not expected to return for analysis. It was further corrected that the physician performed a pericardiocentesis draining fluid using a non-boston scientific pigtail catheter from the patient and not a pigtail wire.

Event description:
It was reported that there was a pericardial effusion. It was reported that versacross connect laac access solution selected for a left atrial appendage (laa) closure procedure. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Ten (10) minutes post procedure a pericardial effusion was noted with a follow up echocardiogram showing an increase in volume. The physician performed a pericardiocentesis draining fluid using pigtail wire from the patient (versacross wire which was advanced and pulled back three times). The patient received a blood transfusion and remained stable following this treatment. Another follows up echocardiogram later showed that the pericardial effusion had resolved. The patient remained under observation in the hospital for two days before they were discharged home on (B)(6) 2025 fully recovered from this event. There were no other complications that were reported to have occurred. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a pericardial effusion. It was reported that versacross connect laac access solution selected for a left atrial appendage (laa) closure procedure. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Ten (10) minutes post procedure a pericardial effusion was noted with a follow up echocardiogram showing an increase in volume. The physician performed a pericardiocentesis draining fluid using pigtail wire from the patient (versacross wire which was advanced and pulled back three times). The patient received a blood transfusion and remained stable following this treatment. Another follows up echocardiogram later showed that the pericardial effusion had resolved. The patient remained under observation in the hospital for two days before they were discharged home on (B)(6) 2025 fully recovered from this event. There were no other complications that were reported to have occurred. The device is not expected to return for analysis. It was further corrected that the physician performed a pericardiocentesis draining fluid using a non-boston scientific pigtail catheter from the patient and not a pigtail wire. It was further reported that ten (10) minutes post procedure a pericardial effusion was noted with a follow up echocardiogram showing an increase in volume. The physician performed a pericardiocentesis draining fluid using pigtail catheter from the patient. The patient received a blood transfusion and remained stable following this treatment. Another follows up echocardiogram later showed that the pericardial effusion had resolved. The patient remained under observation in the hospital for two days before they were discharged home on (B)(6) 2025 fully recovered from this event. There were no other complications that were reported to have occurred.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product did not return for analysis, we have determined that the pericardial effusion is a known inherent risk of use of this device. A technical analysis of the complaint device could not be completed. Device history record review: the DHR or ship history were unable to be completed as the upn or lot number were not disclosed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: if one was performed. A review of the versacross rf wire risk documentation was completed and confirmed that the event of pericardial effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device as the information within the event description suggests that the clinical event is anticipated in nature as per the IFU as reported.